Manufacturer narrative:
No UDI available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that electrolyte leakage was observed in a dacapo power pack. However, neither patient contact to battery chemistry nor any injuries were reported.